Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting elevated threshold and pacing impedance measurements on the right ventricular (rv) channel that had exceeded 2000 ohms. Additionally, there are some stored events due to noise on the rv channel. Noise was also noted on the atrial channel resulting in some inappropriately stored atrial tachycardia response (atr) events. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating pacing impedance measurements were still greater than 2000 ohms and threshold measurements were still high on the right ventricular (rv) channel. Atrial measurements were within normal measurements; however, there was still some atrial oversensing which resolved with reprogramming. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.